Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had a scratched lcd window, broken belt clip slot and cracked reservoir tube lip.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose value is unknown. The insulin pump was replaced and returned for analysis.